Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil snapped in half') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6)2010, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems conditions:depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("or skin conditions type: abdominal/rashes") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy and ablation in (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, depression, anxiety, tooth disorder, fatigue, migraine, headache, nausea and allergy to metals outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, weight increased, rash and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, fatigue, headache, menorrhagia, migraine, nausea, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2014, the patient underwent supracervical hysterectomy (uterus only) and 2014 (unspecified date) bilateral salpingectomy while her cervix was removed on (B)(6)2018. Discrepancy noted - patient states that she is currently not planning for essure removal, however, essure has been removed. The patient underwent essure confirmation test (unknown). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Event: lower abdominal pain were added. Lab data were added. Fu 4 and 5 processed together. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil snapped in half') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems conditions:depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash ("or skin conditions type: abdominal/rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy and ablation in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, depression, anxiety, tooth disorder, fatigue, migraine, headache, nausea and allergy to metals outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, weight increased and rash had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, fatigue, headache, menorrhagia, migraine, nausea, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, the patient underwent supracervical hysterectomy (uterus only) and 2014 (unspecified date) bilateral salpingectomy while her cervix was removed on (B)(6) 2018. Discrepancy noted - patient states that she is currently not planning for essure removal, however, essure has been removed. The patient underwent essure confirmation test (unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil snapped in half') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems conditions:depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash ("or skin conditions type: abdominal/rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy and ablation in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, depression, anxiety, tooth disorder, fatigue, migraine, headache, nausea and allergy to metals outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage, weight increased and rash had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, fatigue, headache, menorrhagia, migraine, nausea, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, the patient underwent supracervical hysterectomy (uterus only) and 2014 (unspecified date) bilateral salpingectomy while her cervix was removed on (B)(6) 2018. Discrepancy noted - patient states that she is currently not planning for essure removal, however, essure has been removed. The patient underwent essure confirmation test (unknown). Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Reporters information updated. Lot no. Was added. Event: injury was updated to abnormal bleeding (vaginal). New events : menorrhagia, psychological or psychiatric problems condition: depression/anxiety, dental problems, fatigue, migraines / headaches, nausea, nickel allergy, rashes or skin conditions type: abdominal,weight gain, abdominal pain , coil snapped in half were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.